Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the forceps elevator of the subject device got warm and the patient complained of some anal burns afterwards. The procedure was completed with the subject device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".